Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the arthrex ar-1386 screwdriver was used during anterior cruciate ligament surgery. During insertion of the screw, the tip of the screwdriver has broken off inside the screw. It was not possible for the surgeon to remove the tip. The patient is very young. The parents and the patient were informed about the incident. The surgery was still completed successfully. No further information received.

Manufacturer narrative:
Complaint confirmed, the tip of the device broke off near the shoulder. Likely causes include prying/leveraging the device during use, misaligned insertion, improper bone prep, continually applying torque when the device is not advancing and/or fully seated. The stripped anodization is likely due to repeated use and cleaning cycles.